Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a patient was successfully implanted with a 3.0 x 28 xience v on (B)(6) 2014 in the proximal left anterior descending artery. The patient returned (B)(6) 2014 with chest pain. An angiography was completed and revealed a proximal edge restenosis. Pre-dilatation was performed with a 2.5 x 12mm nc trek balloon dilatation catheter (bdc). A 3.5 x 28 xience v was placed to cover the restenosis. Post dilatation was performed with a 3.5 x 9mm bcd at 26-28 atmospheres. There was no reported clinically significant delay in the procedure. No additional information was provided.